Manufacturer narrative:
(B)(4). G2: foreign - event occurred in united kingdom. (B)(6). The device will be returned for analysis, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during an unknown time on unknown date the device power button fell off. It is unknown if there was patient impact. Diligence is complete as no additional information is noted.